Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
When the plug is inserted with the plug introducer the plug normally stays in the femur canal but in the this incident the plug ( 2/3) comes up with the inserter and 1/3 of the plug stays in the femur canal.